Event description:
The pt received two scs trial leads (same lot) on (B)(6) 2011. It was reported during removal of the trial leads on (B)(6) 2011, the pt experienced a burning sensation near the lead insertion site. The pt advised the burning sensation occurred on (B)(6) 2011, stating that the sensation only happened when stimulation was on and was resolved by changing programs.

Manufacturer narrative:
Eval: results: the complaint was not confirmed. As received, no visual anomalies were observed. When functionally tested, the returned lead exhibited normal device characteristics. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.